Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that at the time the patient called, they were an inpatient in the hospital for the headaches they were experiencing. The patient has since been released from the hospital. When the rep met with the patient they tested impedances, which looked fine. After the impedance check the patient reported getting a bad headache so no programming was performed. It was noted that the cause is still unknown. The patient was given a list of potential health care providers for support.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and consumer regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. It was reported that the health care professional (hcp) told the patient in the past that patients with cervical placement might develop headaches over time. The patient had a cervical placement. The patient was having terrible headaches starting a couple of weeks ago in (B)(6) 2016. The manufacturer representative had been notified on 2016-11-29. Another report stated that the manufacturer representative was aware on 2016-11-28. It was reported that it had been a month or more since they had last felt stimulation ((B)(6) 2016). It was reported that the patient had falls that at this point were not being associated with their therapy or the headaches. The patient stopped feeling stimulation and then had the falls. The patient reported to not adjusting stimulation and the manufacturer representative noted that when the implantable neurostimulator (ins) was interrogated on (B)(6) 2016 the ins showed that it was on. The manufacturer representative turned the ins off to see if the headaches were affected. The patient reported that the ins being off did not diminish the headaches. It was also reported that since 2014 the base of the cervical spine was tender to the touch. It was reported that impedance measurements were taken with 3.7v on contacts 2+3- with the programming of 3v, 210 microseconds, and 31 hertz: c0 was >4,000 (<(><<)>15ma), c1 3384, c2 3384, c3 665, 0-1 ???, 0-2 3384, 0-3 3384, 1-2 1692, 1-3 3384, and 2-3 ???. The patient reported that they were feeling stimulation while checking impedances. The patient reported that they were feeling stimulation where their cervical spine was tender. The manufacturer representative ran a group impedance which showed 2194 ohms/ 24ma. The manufacturer representative tried turning stimulation up to 7v, 330 microseconds, 45 hertz on contacts 2-3 and the patient felt nothing. The manufacturer representative changed programming to contacts 1 and 2 at 6.9v, 330 microseconds, and 45 hertz. The patient reported feeling ¿coolness¿ in their neck and no stimulation. The manufacturer representative ran a battery longevity test and it showed 57.2 months. The manufacturer representative had to end to call but was going to meet the manufacturer representative try reprogramming again. Additional information was received from the consumer on 2016-11-28 reporting that the device was not working. The patient was currently in the hospital for headaches. It was reported that they were currently looking at if the implant is related however they were not sure. The bad headaches were where the leads are in the neck. The stimulation stopped one month ago. The stimulator recently quit working one month ago. It was stated that the patient had possible neurological issues going on. The patient stated that there was a slight deformity in spine started a couple of years ago. It was reported to look like a knot/lump in the spine. The deformity of the spine was where the wires enter. It was reported that the patient had 2 falls. The first fall was with the first stimulator. See related event. The recent fall was because all of a sudden the patient passed out. The cause of the passing out was not known. It was also reported that the patient had fallen twice in the past couple of weeks but the dates of those falls were not known when asked. The patient was wondering if something got moved. It was reported that the patient fell on a log years ago. Mris had been done and the hcp thought it could be the stimulator. The patient was told by the hcp that the device could cause headaches. It was reported that the patient had no infection. It was reported that the patient did not have these symptoms when the device was working. The patient still had the lump. It was reported that the fall on the log was what caused all of the other issues. It was reported that something was going on in the neck where the leads are. The patient was not sure if it was reacting or if some thing moved. There was a previous event where it did so the patient wanted to check. The patient¿s headaches were like a shot in the back of the head where the brain stem starts. The headaches had started in 2016 and lasted 4-5 days now which was why the patient was in the hospital. It was reported that the battery depleted in the later part of (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.